Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on an unknown date due to suspected hip sepsis. Patient passed away in ICU due to splenic rupture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.